Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. The customer's sensor and blood glucose readings were 80 points off. Customer's sensor glucose reading was 59 mg/dl but his blood glucose level was 147 mg/dl. The call was disconnected. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.